Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was indicated that the customer experienced a seizure. The customer received unspecified treatment from a non-healthcare professional and a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event. Sensor scan results of 93 mmol/l and 132 mmol/l were obtained and compared to built-in meter results of 55 mmol/l and 57 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was nine days. It is unknown when these readings were obtained in relation to the reported adverse event.